Event description:
It was reported that the system hung-up when moving the cable between the c-arm and the workstation during the system action check. The system recovered with reboot. There is no report of injury or death associated with the event described in ths complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.